Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of questionable results for multiple tests from a cobas 8000 e 801 module. From the data provided, the elecsys estradiol iii assay data for 1 patient sample was a reportable malfunction. The initial estradiol result was <20 pmol/l with a repeat result of 1154 pmol/l. Repeat testing was performed on another analyzer. The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The estradiol reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
Due to lack of information, the investigation could not identify a product problem. The cause of the event could not be determined.